Manufacturer narrative:
An event regarding abnormal ion level ,disassociation and wear involving a accolade stem which was mated with a lfit v40 cocr head was reported. The event was confirmed for disassociation and wear based on medical review method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: (B)(6) 20 "surgical pathology report ... Specimens ... Hardware right total hip implant ... 3 components ... Gross examination only ... Hardware may be returned to patient ..." (B)(6) 20 "operative note ... Right total hip arthroplasty revision ... Gen. Anesthesia ... Post-lat approach ...black fluid consistent with metallosis ... Limited to intra-articular ... Failure of the trunnion of the femoral stem ... Head was disassociated ... Trunnion had dramatic wear ..." Revised to modular, revision tha with ceramic head and dual mobility bearing. Uncomplicated surgery described. No clinical or pmh, no patient demographics, no imaging studies, no examination of explanted components, no laboratory studies, no primary operative report. While the revision operative note appears to confirm part of the event description, insufficient data is presented to confirm the elevated cobalt and chromium levels or create a medical report for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.   Complaint history review: there have been no other similar events for the reported lot.  Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc/CAPA. The event was confirmed for disassociation and wear. A review of the provided medical records by a clinical consultant stated the following comment: (B)(6) 20 "surgical pathology report ... Specimens ... Hardware right total hip implant ... 3 components ... Gross examination only ... Hardware may be returned to patient ..." (B)(6) 20 "operative note ... Right total hip arthroplasty revision ... Gen. Anesthesia ... Post-lat approach ...black fluid consistent with metallosis ... Limited to intra-articular ... Failure of the trunnion of the femoral stem ... Head was disassociated ... Trunnion had dramatic wear ..." Revised to modular, revision tha with ceramic head and dual mobility bearing. Uncomplicated surgery described. No clinical or pmh, no patient demographics, no imaging studies, no examination of explanted components, no laboratory studies, no primary operative report. While the revision operative note appears to confirm part of the event description, insufficient data is presented to confirm the elevated cobalt and chromium levels or create a medical report for this case. Based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2009 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: per revision operative report this is a head disassociation.